Event description:
The customer reported that the system's image would not come up on the monitor outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuses need to be replaced. No add'l service info was provided.